Manufacturer narrative:
Updated information received from complaint source (physician): new information was received from the physician involved in this complaint: there was no relationship between the ischemia and the impella device, rather, patient's original condition. Non-device related ischemia was treated by adjusting the repositioning sheath. In regards to the original report of access site bleeding: the original cause was stated as "procedure or surgery" however, new information from the physician reveals this was not related to the impella device. As a result, the new information provided will change the assessment of this complaint from reportable to not reportable, as no adverse events were related to the impella device, as stated by the physician involved.

Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old japanese female presenting for impella cardiac support due to acute myocardial infarction and cardiogenic shock. During placement of device, the access site bled, requiring 5 units of blood product administered. During support, the patient's leg, in which the device was inserted, became ischemic. As treatment, non-cardiac surgery was performed. Thereafter, patient recovered from these ailments and received successful support from the impella device.